Event description:
Additional information was received. The customer indicated that the patient experiences less connection problems with this ins. The item will be shipped next week due to an abroad congress.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the patient experienced continuous issues with connecting to their ins. The patient kept on seeing code 310 on their handset, even though by now multiple handsets/communicators had been tried. There were no issues when connecting with the clinician programmer. The tech services agent discussed that code 310 corresponded to the message "connection interrupted" which indicated that the connection to the ins was interrupted. The code indicated that a programming session was interrupted by any of the following: another programming session, a device por, or the communication manager being disconnected/uninstalled. When code 310 was seen, it was recommended to press "exit" to end the session, and restart the application as needed. The representative explained that there were no pors reported by either the handset or clinician programmer. There were also no strong emi sources close to the patient's home. The representative did not expect that the communication manager would be the problem, as the patient was perfectly able to connect the communicator to the handset. Based on the description of the case, it was discussed that the issue was likely related to another programming session being opened in the background; this could happen when the application was not correctly closed. It was recommended that when the code was seen to press "exit" to end the session and restart the application as needed. In addition, it was advised that the representative check with the patient regarding how to properly close the application by either using the return button and then pressing the "exit application" option, and/or by occasionally clo sing all applications. The tech services agent reached out to the patient and went through the steps again regarding how to properly close the application. The patient indicated that they always closed the application via the "close all" option and therefore the tech services agent also reviewed how to close the application via the back button at the bottom right of the handset. After closing the app via the back button and then restarting a session, the problem occurred again. Since they did not see exactly how the patient went through all the steps, it was recommended for the patient to always close the app via the back button. They also recommended that the patient occasionally restarted the handset and/or reset the communicator. If the problem persisted, they recommended reporting this to the clinic. The patient reported that they then started the app 5 times in a row without any problems. Since the problem occurred with multiple handsets/communicators, and it went smoothly at the hospital, they wanted to emphasize that the representative should carefully check with the patient how the app was closed and restarted. It was noted that it was also possible the patient tried to start the app too quickly after the session had been closed. Additional information received from a manufacturer representative. It was reported that the connection issue occurred directly after implant. The cause of the connection issue was not determined. The representative planned to meet the patient to enable adaptivestim in order to reduce the number of times the patient had to use the handset. The connection issue was not resolved. Additional information received stated that the patient continued to experience connection issues between the handset, communicator, and ins. It was noted that the handset and communicator had been replaced without success. An x-ray image of the patient¿s ins was provided; however, nothing significant was noted by a manufacturer technical services representative. The handset and communicator were replaced without success. Retraining was performed. Additional information was received. It was reported that the physician decided to perform an ins replacement as the problems did keep coming. On 2025-apr-22 a device replacement was performed. The ins was removed and replaced. The explanted device will be shipped for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 device evaluation: the returned ins was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis found no significant anomalies and determined that the implantable neurostimulator (ins) was functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.